Event description:
Event occurred (B)(6) 2013. Occurred in pacu infusing nitroglycerine, pump alarmed and became unresponsive to key strokes. Tubing and drug returned with pump. After further follow-up with the reporter: it was indicated they were a infusing heparin at a rate of 1400 units/hr when the pump displayed an error message and became unresponsive. The reporter confirmed there were no pt injuries associated with the event.

Manufacturer narrative:
Investigation results: per the log review, the reported complaint was confirmed for the pump being unresponsive. The reported event could not be duplicated. Review of the log displayed there was a system error 75 on (B)(6) 2013 at 11:23:25am. The pump turned off and was powered back on. At 11:23:30am, there was a system error 123 indicating the battery had been removed. Volumetric testing: duplicated customer run of 14 ml/hr with a volume of 87.1 ml. Heparin was selected from the drug library. Ran the pump for 24 hours with active wireless and results did not display any errors. The cause of the event is unknown. Corrective and preventative action ((B)(4)) has been initiated. Performed preventative maintenance service.